Manufacturer narrative:
Consumer reported that this was a same day spinner, consumer also reported that primary stability was not achieved & the implant failed to osseointegrate.

Event description:
Consumer reported that this was a same day spinner, consumer also reported that primary stability was not achieved & the implant failed to osseointegrate.